Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving a patient notifier, the device was found to be in backup vvi mode. A device download successfully restored normal function and the device remains implanted.